Event description:
It is reported the customer smelled smoke. It is also reported the system was down and would not boot up. There is no report of death or serous injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, power switch, and the surge suppressor board were replaced during the service call. The system was tested and found to be working as intended and put back into service.